Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable assembly. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported a rotor not on error. No pt injury was reported.